Event description:
A past high blood glucose event was reported by the customer, with the highest level reaching 525 mg/dl. Cause was not known. The customer addressed the issue by administering a correction bolus via the pump and an additional correction injection via multiple daily injection therapy. Although the control iq feature was active during the event, there were no indications of frequent or recurring high blood glucose levels. Following the incident, tandem technical support advised the customer to consult with a healthcare professional for further evaluation.